Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp), as the distal ends of the device crossed over within the penis. All components of the existing ipp were explanted and replaced with a new ambicor penile prosthesis. No patient complications were reported.